Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when the site went to perform the confirmation spin the system was beeping but the rotors did not spin. They aborted the use of the system and finished with the c-arm. There was a less than 1-hour delay to the procedure and no impact on patient outcome.